Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported, during the new implantable cardioverter defibrillator (ICD) implant procedure, this right ventricular (rv) lead displayed abnormal electrical measurements. The rv lead measurements were performed before the helix was extended and the measurements were as follows: amplitude 10mv, impedance 1300 ohms and threshold 0.6v. The helix was then extended and the measurements were again checked. The amplitude did not change, but the impedance increased to greater than 3000 ohms, and there was no pacing even when the output was programmed to 10 v. It was noted there was no noise present. The lead, connector and pacing system analyzer (psa) cable were checked and/or replaced, but the issue was not resolved. The helix was then retracted, repositioned and measurements were performed again. The results were the same (impedance greater than 3000 ohms and no capture at maximum output of 10 v). It was suspected the lead was fractured, even though under fluoroscopy fracture could not be seen, because the impedance was greater than 3000 ohms. The decision was made to remove this lead and implant a different rv lead. The procedure was then completed successfully. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed because this right ventricular (rv) lead was returned and analyzed.